Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's mother reported via phone call that patient was hospitalized due to high blood glucose. Customer's blood glucose was 640 mg/dl. The customer was admitted to the hospital. The customer stated kinked tubing and cannula resulted in high blood glucose which resulted in keytones. The customer was to follow up with her doctor and given IV fluids and insulin. The customer insulin pump was taken off for an hour before emergency room visit.